Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a medela clinician on 07/17/2017 and she confirmed that she was diagnosed with mastitis and she was prescribed the antibiotic dicloxacillin. She is no longer taking the antibiotic and is no longer experiencing any signs/symptoms of mastitis and the replacement pump is working without issue. The product was received and an evaluation was conducted on 08/01/2017 using lab components/accessories (the customer did not return her components/accessories). The evaluation results indicated that the vacuum tested failed, as a result of flashing from the molded diaphragm in the aggregate. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged via email to customer service that her freestyle breast pump started becoming very loud while pumping and she didn't feel like she was getting much suction. On (B)(6) 2017 the customer called in and alleged that she had mastitis three times, which originally started as a clogged duct. She went to the doctor and received an antibiotic. She has been off of the antibiotic for one week.